Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, fatigue, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, fatigue, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pelvic area pain') in a 43-year-old female patient who had essure (batch no. C51063, cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation on (B)(6) 2015, myomectomy in 2001, ovarian cyst, cholecystectomy, morbid obesity, multigravida, multiparous, nabothian cyst, menometrorrhagia, urine incontinence, uti, stress incontinence, female, uterine enlargement, uterine leiomyoma, endometriosis, c-section and menses irregular with excessive bleeding. Concomitant products included ibuprofen from (B)(6) 2015 to (B)(6) 2016, levocetirizine dihydrochloride (levocetirizin) since (B)(6) 2014, levothyroxine sodium (levoxyl) since 2011, linaclotide (linzess) since (B)(6) 2015, losartan since (B)(6) 2014, meloxicam since (B)(6) 2015, metformin since 2011, norethisterone (ortho micronor) from (B)(6) 2015 to (B)(6) 2015 and omeprazole since (B)(6) 2015. In (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 3 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced fatigue ("fatigue/fatigue"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding/excessive bleeding"), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, with bilateral salpingectomies and lysis of omental adhesio). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the menstrual disorder, fatigue, depression, anxiety, anaemia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4 (normal 3-8, up to 17). The identical steps were undertaken to insert the essure micro-insert in the left tube. Treatment received fpr pain, abnormal bleeding. Lmp was (B)(6) 2016 who presents to the office to discuss scheduled robotic tlh wl bilateral salpingectomies. Sectioning of the proximal tube segments reveals a tightly coiled small caliber silver wire threaded into the lumen of both tube segments. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 21-sep-2015: the essure device was successfully occluded, total bilateral occlusion. Ultrasound scan vagina - on an unknown date: nabothian cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, anemia, dysmenorrhea, dyspareunia. Lot number: c51063 manufacturing date: 2014-04-15 expiration date: 2017-04-30. Lot number: cs000hw manufacturing date: 2015-01 expiration date: 2017-10-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal), abnormal bleeding(genital) were updated to recovered/resolved. Seriousness criteria removed for event" genital hemorrhage". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pelvic area pain') and genital haemorrhage ('abnormal bleeding/excessive bleeding') in a 43-year-old female patient who had essure (batch no. C51063, cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation on (B)(6)2015, myomectomy in 2001, ovarian cyst, cholecystectomy, morbid obesity, multigravida, multiparous, nabothian cyst, menometrorrhagia, urine incontinence, uti, stress incontinence, female, uterine enlargement, uterine leiomyoma, endometriosis, c-section and irregular periods. Concomitant products included ibuprofen from (B)(6) 2015 to (B)(6) 2016, levocetirizine dihydrochloride (levocetirizin) since (B)(6) 2014, levothyroxine sodium (levoxyl) since 2011, linaclotide (linzess) since (B)(6) 2015, losartan since (B)(6) 2014, meloxicam since (B)(6) 2015, metformin since 2011, norethisterone (ortho micronor) from (B)(6) 2015 to (B)(6) 2015 and omeprazole since (B)(6) 2015. In (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 3 days after insertion of essure. On (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2016, the patient experienced fatigue ("fatigue/fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, with bilateral salpingectomies and lysis of omental adhesio). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, menstrual disorder, menorrhagia, vaginal haemorrhage, fatigue, depression, anxiety, anaemia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4 (normal 3-8, up to 17). The identical steps were undertaken to insert the essure micro-insert in the left tube. Lmp was (B)(6)2016 who presents to the office to discuss scheduled robotic tlh wl bilateral salpingectomies. Sectioning of the proximal tube segments reveals a tightly coiled small caliber silver wire threaded into the lumen of both tube segments. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: the essure device was successfully occluded, total bilateral occlusion. Ultrasound scan vagina - on an unknown date: nabothian cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, anemia, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and mr received. Events from pfs: abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition type: anemia, dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) were added. Essure removal date and procedure was added. Lot number received. Patient's medical history and concomitant medications were added. Outcome of event pain was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pelvic area pain') and genital haemorrhage ('abnormal bleeding/excessive bleeding') in a 43-year-old female patient who had essure (batch no. C51063, cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation on (B)(6) 2015, myomectomy in 2001, ovarian cyst, cholecystectomy, morbid obesity, multigravida, multiparous, nabothian cyst, menometrorrhagia, urine incontinence, uti, stress incontinence, female, uterine enlargement, uterine leiomyoma, endometriosis, c-section and menses irregular with excessive bleeding. Concomitant products included ibuprofen from (B)(6) 2015 to (B)(6) 2016, levocetirizine dihydrochloride (levocetirizin) since (B)(6) 2014, levothyroxine sodium (levoxyl) since 2011, linaclotide (linzess) since (B)(6) 2015, losartan since (B)(6) 2014, meloxicam since (B)(6) 2015, metformin since 2011, norethisterone (ortho micronor) from (B)(6) 2015 to (B)(6) 2015 and omeprazole since (B)(6) 2015. In (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 3 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced fatigue ("fatigue/fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, with bilateral salpingectomies and lysis of omental adhesio). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, menstrual disorder, menorrhagia, vaginal haemorrhage, fatigue, depression, anxiety, anaemia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4 (normal 3-8, up to 17). The identical steps were undertaken to insert the essure micro-insert in the left tube. Lmp was (B)(6) 2016 who presents to the office to discuss scheduled robotic tlh wl bilateral salpingectomies. Sectioning of the proximal tube segments reveals a tightly coiled small caliber silver wire threaded into the lumen of both tube segments. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the essure device was successfully occluded, total bilateral occlusion. Ultrasound scan vagina - on an unknown date: nabothian cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, anemia, dysmenorrhea, dyspareunia. Lot number: c51063 manufacturing date: 2014-04-15 expiration date: 2017-04-30. Lot number: cs000hw manufacturing date: 2015-01 expiration date: 2017-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.